Manufacturer narrative:
B3: one device was received for evaluation. Visual inspection found the syringe port to be cracked. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported issue; however, error code 112 was found upon power up. It was determined that the most probable cause was due to an intermittent motor. The motor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a system fault error. The event occurred during testing, there was no patient involvement.